Event description:
It was reported that (1) ax55b was used during a low anterior resection procedure. It was reported by the affiliate that the staples were malformed. Opened another device to complete the case. No adverse pt outcome.